Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the three month follow-up post-implant, the left ventricular lead was dislodged and was not sensing. The patient was asymptomatic so the lead was programmed off and a lead revision is scheduled. The patient was a participant in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received,which indicated the lead was attempted to be removed but was unable to extracted. The patient was referred for an epicardial lead implant. No patient complications have been reported as a result of this event.